Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was chipped and cracked. The right plunger case was also cracked. During multiple flow and occlusion tests, the reported problem could not be verified. The root cause of the issue could not be determined. Replaced position pot as a preventative measure.

Event description:
It was reported that there was a check clutch plunger lever error. No patient injury was reported.